Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of a patient made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/ touch contamination. On an unknown date, the patient was diagnosed with peritonitis. Treatment was not reported. The outcome for the event of the patient made a mistake/ touch contamination was not reported and the peritonitis was resolving. Dianeal therapy was ongoing. The nurse stated that the cause of peritonitis was the patient made a mistake/touch contamination. Per the nurse, the peritonitis was not related to dianeal therapy. An opinion of causality for the patient made a mistake/ touch contamination was not provided

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888131 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.